Manufacturer narrative:
The patient ID, age, and weight are unknown. It was reported that the patient was over the age of 18 years. (B)(4) the issue found of jaws won't close and bent. A visual examination of the returned device found that the jaws were misaligned. Functionally, the device jaws would open properly, however, they could not close completely. The device was disassembled and it was found that one jaw was bent at the tang. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device confirms the reported condition since the bent/misaligned jaws could impede the tissue sample collection. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore, the most probable root cause could not be determined as it is not known when the observed damage occurred. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02286, and 3005099803-2011-02972 address these devices. It was initially reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps device was attaching to tissue, however, there were no specimens within the biopsy cups. Bleeding was noticed at the biopsy site, however, it is unknown if the forceps cut all the way through tissue. The forceps were removed from the patient without issue, and not device damage was noted. This device was not inspected/tested prior to use. A second device was obtained and examined before use and it was noted that the jaws were not aligned and did not close completely. However, the device was used to successfully obtained more than 4 biopsy specimens and removed polyps from the patient's rectum. Additionally, it was reported that normal bleeding occurred with no required intervention. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws won't close and bent.